Event description:
Information was received that a smiths medical cadd legacy plus pump whose sensor had undergone adjustment, was reading " no disposable, pump won't run" and an alarm sounded. The customer tried detaching the cassette and retaching it, however the same alarm sounded. No patient injury resulted.